Event description:
The central monitoring system (cns) restarted itself. During bootup of windows, the desktop error message displayed "hard disk error" and "hard disk being restored." Application then opened to continue monitoring, and minutes after the cns display became distorted and restarted again. Ref MFR report 8030229-2014-00003.